Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited a decrease in r-wave amplitude and increase in capture thresholds. A chest x-ray revealed that the lead had dislodged. The lead was successfully explanted and replaced. The patient was in stable condition post surgery.